Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device rebooted while customer was dispensing narcotics. A technical support specialist (tss) dialed into the station and reviewed logs between 1500-1800, finding entries including a custombatterypowerfailuremanager alert and evidence of an unexpected reboot caused by a firmware-triggered failure, which forced the station to restart so med application could run properly. The customer confirmed the reboot issue was no longer occurring for station. Event viewer logs showed event identification (ID) 56 errors and confirmation of an unexpected shutdown. Further the customer reported missing transactions for one medication, the tss gathered the medication ID, investigated by checking both station and server databases, found no missing transactions on the station, and sent the available server-side transaction records to the customer. After reviewing the findings, customer acknowledged the results. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station rebooted while dispensing narcotics. The customer had several discrepancies around narcotics being pulled from the pyxis but there was no documentation of the dispenses. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.